Event description:
It was reported to MiniMed that the customer experienced buttons of the insulin pump were unresponsive, insulin flow block alarm. The customer reported no adverse event. The event involved product(s) MMT-1884, UNOMEDICAL, UNK_RESERVOIR. Troubleshooting was not performed. No harm requiring medical intervention was reported. MMT-1884 was returned for analysis. No product return is required for UNOMEDICAL. No product return is required for UNK_RESERVOIR.

Manufacturer narrative:
This MDR related to the Puerto Rico manufacturing site has been assigned a MedWatch number from the Medtronic MiniMed Northridge site, per Variance 5. The SC1 cap and reservoir locked properly into reservoir compartment during testing.¿ The pump passed all functional testing including the Displacement Test, Rewind Test, Prime/Seating Test, Basic Occlusion Test, Self Test and Force Sensor Test. No unexpected occlusions or Insulin Flow Blocked Alarm noted during testing. All buttons function properly. No unresponsive keypad/ Button noted during testing. Successfully downloaded history files and traces using THUMP. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the PCBA1, PCBA2, force sensor, motor and battery tube assembly noted. ¿ The pump was received with minor scratches on LCD window and scratched case. In summary, customer alleged No Delivery anomaly not confirmed. Keypad/Button Unresponsive Not Confirmed.Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.